Event description:
It was reported that after successful implantation and postdilatation of an acculink stent, and upon advancement of the embolic protection device (epd) retrieval catheter, the retrieval catheter was unable to advance due to the patient's anatomy. During attempted advancement of the retrieval catheter, the guiding catheter backed out pulling the epd into the acculink stent. Since the retrieval catheter would not advance to the epd, the epd was pulled into the retrieval catheter which was located in the left common carotid artery. There was no report of a clinically significant delay in the procedure and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The lot number was provided. A review of the lot history record and complaint handling database will be conducted and a follow-up will be provided with any additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.